Event description:
The reporter stated the technician opened the lens tray of an aq5010v silicone three piece lens and noted the lens haptic was defective. The lens was not loaded or used and there was no patient contact.

Manufacturer narrative:
(B)(4): visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. A review of the device history record was performed and nothing was found in the manufacturing, packaging or sterilization processes of this lens that was the root cause of the complaint.conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is mishandling of the lens at the facility.(B)(4)

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.